Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 1627487-2021-12903. It was reported the patient's scs system leads were exhibiting high impedances. Consequently, the leads were replaced and the was issue resolved.